Event description:
Reportedly, a non-conforming product was found during incoming inspection at tlc, the box was observed damaged.

Manufacturer narrative:
Correction section g3. Report source: the report source was not filled in the initial report and 'company representative' was selected in the follow-up 1. Additional information: review of the provided images confirmed that the outer carton box of the product was damaged. A review of the manufacturing records did not present any irregularities during the final packaging inspection process. It should be noted that with such an irregularity on the external packaging, the products would have not been released for distribution. Since the reported issue was observed at unit reception during the incoming inspection, the damage most probably occurred due to inappropriate transport conditions. Corrective actions are on-going in order to reduce the occurrence of packaging damaged during the whole transportation cycle.

Event description:
Reportedly, a non-conforming product was found during incoming inspection at tlc, the box was observed damaged.